Event description:
It was reported the catheter was placed into the pt in the intensive care unit. The clinician administered medication through the 3-way stopcock. Two of the 3-ways are broken on the stopcock. Because of the damage, the pt didn't receive the mediation properly. The pt had problems with blood pressure because medication failed. As a result, they removed and replaced the 3-way stopcock. There was a delay in treatment and no pt death reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.